Event description:
This case was reported by a consumer and described the occurrence of diabetes in an (B)(6) male pt who received super poligrip extra care with poliseal (formulation # (B)(4)), and super poligrip original denture adhesive cream (formulation #(B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes and neuropathy. Concurrent medications included cholecalciferol (vitamin d3) and other unspecified medications. On an unk date, the pt started super poligrip extra care with poliseal and super poligrip original denture adhesive cream. At an unk time after starting super poligrip, the pt experienced anemia, platelets decreased, vitamin d decreased, calcium decreased, device misuse and lodged a pharmaceutical product complaint. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive gel was discontinued. At the time of reporting, the events were unresolved. A consumer reported that her partner had used super poligrip extra care for many yrs, then later stated it was only used for a couple of yrs, and that he applied the product excessively two to three or more times per day (device misuse). The reporter stated that the pt has developed low blood platelets and anemia within the last couple of yrs, and also has low vitamin d and low calcium levels. The pt currently uses super poligrip free, but the events remain unresolved. Per the reporter, the pt has a 15 yr history of diabetes, and developed neuropathy prior to starting use of super poligrip. In addition, the reporter stated that the pt sees an oncologist due to low platelet levels and was going to have a bone marrow test. The reporter declined to provide her name, the pt's name, nor any contact info.

Manufacturer narrative:
MFR's comment: super poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).